Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was dented. Evaluation also found the following: due to a pinhole on channel-tube and deformation of control unit water tightness was lost, adhesive on bending section cover rubber had a chip due to damage on channel-tube, channel cleaning brush could not be inserted smoothly, venting connector under grip was shaved, indication on up/down angulation lever plate was peeled, indication on light guide connector was unclear, and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the insertion section of the tracheal intubation fiberscope was crushed. There was no patient harm, injury, or procedural delay reported. During device evaluation at olympus, it was found the coating of the connecting tube was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeled coating of the connecting tube was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the following warning. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2).¿ olympus will continue to monitor field performance for this device.